Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement a month after implantation. The physician noted the issue upon a follow up review on the clinic. The patient was reported to have returned to work soon after implantation and performed activities that involved upper body movements. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The device remains in the hospital's possession.